Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was noted to have perforated. Additionally, the patient was complaining of pain. There may have also been a pericardial effusion. As per the patient's chest x-ray, it appeared as if the lead had moved more. This rv lead was explanted. No additional adverse patient effects were reported.